Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator showed an opcheck defib test charge/shock failure. There was no patient involvement.